Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy, the surgeon manually changed the device to lower speed, then started the second firing, however after the knife advanced by around 2.5 cm, the firing stopped. They replaced a new cartridge and the firing was completed with no problem. The surgeon handled the device correctly. The display screen did not show any stapler force feedback. There was no patient injury.